Event description:
Patient revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint shall be closed with an unjustified conclusion. As the complaint has been deemed non-verifiable, it is not possible to establish corrective action. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. It shall be entered onto the complaints database and monitored through trend analysis. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.